Manufacturer narrative:
The following information has been updated: describe event or problem: it was reported that an unspecified number of bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes experienced under fill or low draw of a tube with blood during use. The following information was provided by the initial reporter: the sample volume taken from the bd tube is smaller than the volume collected from the greiner tube (both of the same volume). Slow collection of the vacuum tube, when there is a large number of patients ends up damming and slows care. Customer has informed by e-mail that it was not possible to verify if there was any kind off errors in the results. Slow collection and reduced sample volume were observed in all collection modes.

Event description:
It was reported that an unspecified number of bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes experienced under fill or low draw of a tube with blood during use. The following information was provided by the initial reporter: the sample volume taken from the bd tube is smaller than the volume collected from the greiner tube (both of the same volume). Slow collection of the vacuum tube, when there is a large number of patients ends up damming and slows care. Customer has informed by e-mail that it was not possible to verify if there was any kind off errors in the results. Slow collection and reduced sample volume were observed in all collection modes.

Manufacturer narrative:
Investigation: bd had not received samples, but a video was provided by the customer facility for investigation. The video was evaluated and the customer's indicated failure mode for underfill with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA#260774 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented.

Event description:
It was reported that an unspecified number of bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes experienced under fill or low draw of a tube with blood during use. The following information was provided by the initial reporter: the sample volume taken from the bd tube is smaller than the volume collected from the greiner tube (both of the same volume). Slow collection of the vacuum tube, when there is a large number of patients ends up damming and slows care. Customer has informed by e-mail that it was not possible to verify if there was any kind off errors in the results. Slow collection and reduced sample volume were observed in all collection modes.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: (B)(6). Initial reporter facility name: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes experienced under fill or low draw of a tube with blood during use. The following information was provided by the initial reporter: the sample volume taken from the bd tube is smaller than the volume collected from the greiner tube (both of the same volume). Slow collection of the vacuum tube, when there is a large number of patients ends up damming and slows care.